Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the infusion sets were not sticking causing high blood glucose levels. The infusion sets were falling out. Customer's blood glucose level was 500 mg/dl. The customer changed the infusion set and treated with the insulin pump. Troubleshooting was declined. The device was not returned.